Event description:
A pt lost an excess of 1.7 kg of fluids more than the machine recorded. Two hours into the treatment the extracorporeal circuit began to clot. The majority of the pt's blood was returned (ebl 100ml) and the treatment restarted on another dialyzer. At the beginning of this second treatment a high tmp alarm occurred, the alarm was reset and the treatment continued. The last 15 minutes of the treatment the pt became hypotensive, nauseated and vomited. The pt symptoms were relieved with normal saline and the treatment completed. When the machine was moved, approx one liter of fluid was noted on the floor under the machine. The facility machine technician found that the uf pump inlet tubing had come off. He reconnected the tubing and verified proper machine operation. The machine has had no problems since.